Event description:
Device report 2 of 2. Reference MFR report: 1627487-2021-09581. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt had been experiencing a jolting sensation upon turning on the scs system. The pt did not report any falls or traumatic events. Rep reprogrammed the pt's system to establish comfortable stimulation and gave her lowered pulse width with a wide amplitude range. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.